Event description:
Event description guidant received information that this pacemaker could not be interrogated despite multiple attempts with multiple programmers. The device was not implanted and it will be returned for laboratory analysis.